Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to the customer¿s site. The stm was able to verify the problem and reset the battery maintenance due dates. The stm ran all performance and function tests and all passed. The iabp unit was cleared for clinical use and returned to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented a battery maintenance required alarm. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager spoke with the customer and was told that what they experienced is the new software reminding them that a battery run time test is due. They agreed that there is nothing wrong with the device, it was just a message. The device is scheduled for preventive maintenance(pm). The battery run time test will be performed during the scheduled pm. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented a battery maintenance required alarm. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.